Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient contact reported that the patient had found a fluid leak during an unknown stage of treatment. Treatment was discontinued. During follow up with the patient's clinic a nurse reported that there was no patient injury. The set was not made available for evaluation.